Event description:
It was reported to covidien that a patient was using a maxfast sensor. When the sensor was removed, skin was pulled away. The patient was discharged and went to receive medical help and was given topical medicine to help heal and lighten the discoloration of the injury. Covidien has asked the facility additional questions in regard to the incident. The questions have yet to be answered.

Manufacturer narrative:
(B)(4). No product returned for evaluation. The lot number is unknown, therefore the manufacture date is unknown. Covidien has asked for further information several times, but there has been no response to questions.